Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibia had subsided and become loose at cement to implant interface. Cement manufacturer is from depuy. It was also reported that the tibia was removed and replaced with revision tray and stem with tibia augments. Doi: (B)(6) 2015; dor: (B)(6) 018; left knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.